Event description:
It was reported that during a meta femur reverse surgery, the screen displayed that one of the wires was broken when locking the distal screw. No backup device available. No confirmation of delay received. No impact or injury to patient reported.

Manufacturer narrative:
It was reported that during a meta femur reverse surgery, the screen displayed that one of the wires was broken when locking the distal screw. The associated sureshot targeter, used in treatment, was returned for evaluation. Visual inspection of the returned product found stains on the overmold rubber of the device. The device shows signs of wear. A functional evaluation was performed. The examination of the srom wire on the prom board indicated the data line and the ground line are not connected. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A relationship between the device and the reported incident could be corroborated. The device was manufactured in 2016. The targeter is a reusable device that can be exposed to numerous surgeries and cleaning cycles. Damage from repeated use can occur and probable causes for the malfunction would include a broken cable, damaged connector, broken srom connection, and/or silicone overmolding failure. Our investigation found that the subject device has been previously evaluated for similar events and an upgrade to the targeter has taken place. A second generation targeter has been released and is available (please reference device 71692851) for use. Based on this investigation, the corrective action has been implemented. No additional actions are being taken at this time; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.